Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 124 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. Customer stated the she received unexpected restart alarm. Customer's blood glucose was 118 mg/dl. Customer was advised to monitor her blood glucose and pump.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 alarmed during prime test due to severe moisture damage on the force sensor resistor. The insulin pump was also found with moisture damage on the all electronic assemblies and corrosion on motor assembly. No unexpected a21 alarms or restart anomalies noted during testing. The insulin pump passed self-test, off no power test, a21 error test, displacement test and rewind test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.